Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found collimator not responding to the boot up process. Was suspected like blade were jammed. With power off they unjammed the blades and applied minor lubrication. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was displaying an error initializing the collimator and the gantry will not fully boot, remaining in standalone mode. There was no patient present when this issue was identified.